Manufacturer narrative:
Please see MFR # 3012307300-2018-02324 for related device incident. (B)(6).

Event description:
It was reported that an ambulatory infusion pump's medication cassette reservoir had as much as 30ml of medication remaining while only 15.8ml was supposed to be left. The dose rate was 3.4ml/h. The physician suspected the patient's two pumps may have had a problem so he requested replacement. There was no patient or clinical injury associated with this incident.